Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. An image of the product label was provided, but no failure mode could be established based on the image of the tray labeling. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed; this is the second complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. Upon visual inspection of the returned sample the light green irrigation connector side-wing which engages to the cassette port was broken off inside the cassette. Stress marks on the connector indicated this was a customer induced fracture. This may have occurred during disconnecting the device for return shipment, therefore cassette leakage evaluation continued. It was also noted the infusion cannula and probe tubing manifold was not returned. Tubing manifolds from labstock were used to replace missing components and the I/a manifold. A cassette leakage test was performed using an external pressure source and no leakage was detected. A calibrated console representing a current software version was then used to functionally test the sample. The sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was found from the pump elastomer or onto the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. No cassette fluid leakage was observed during functional testing. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was some leakage from the cassette during a vitrectomy procedure. The procedure was completed. Patient impact is unknown.